Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment lip. The customer is afraid the reservoir would not lock in place. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.